Manufacturer narrative:
The reported event of discolored material was confirmed. The can was found to be discolored but was not determined to be due to a device anomaly or manufacturing issue. Device image was reviewed by tech services and the device behaved as programmed. No device anomalies were found. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer report number: 2017865-2023-40791. It was reported, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and lead damage was suspected. Technical support recommended provocative testing. Provocative testing was performed and the noise was reproduced. The rv lead was capped and replaced to resolve the event. During the rv revision procedure, the device was observed to be discolored. The device was explanted and replaced during the procedure as well. The patient was stable.